Event description:
As reported by the user facility; ref # 8713050u serial # (B)(4), 1 item, reported (B)(6) 2014, issue occurred in (B)(6). Reports, pt was receiving pain medication form 1 100 ml bag at 2.5 mls per hour. In less than 4 hours bag was empty. Customer sequestered the pump and sent to (B)(6) who still has the pump. Customer does have the logs and is emailing them. Customer sent email narrative with keystroke lot: pt had an order for hydromorphone IV at a concentration of 1mg/ml in a 100ml bag to be titrated to keep pt pain free, completely comfortable and from assisting the ventilator. At 1514hrs a new bag of hydromorphone was started which was changed at 2050hrs. A new 100ml bag was started at 2051hrs, however, at 0300hrs on (B)(6) 2013, the nurse noticed that the IV bag was more than half empty. Per documentation pump was programmed to deliver 0.5mg of hydromorphone per hour from 2100hrs to 0100hrs (total of 2.5mg in 5hrs), 1 mg/hr from 0100hrs to 0200hrs and then 1.5mg from 0200-0300hrs for a total of 4.5mg = 4.5ml. At 0300hrs pt's nurse noticed that the IV bag was more than half empty. Infusion rate was verified on the pump which showed that there should be 96.03mls remaining in the IV bag. Looks like pt's medication was infusion at a faster rate than what was programmed at the pump. Md and supervisor were notified. Infusion was stopped and pump was removed from service. Pt's medication was resumed on a new pump. Md wants pt to be monitored closely as pt seems asymptomatic currently. Vitals are stable and no adverse outcome noted with pt. MFR ref# 9610825-2014-00003.